Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a power error detected error alarm on the insulin pump. The customer¿s blood glucose level was unknown. The customer was advised to wait until the light stops flashing (about 10 min later) and enter new battery. The insulin pump will not be returned for analysis.